Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer was in a car accident and the insulin pump became damaged. The patient's blood glucose at the time of incident is unknown. The insulin pump got stuck between the customer's breastbone and the safety belt. At night the device becomes hard to read. The insulin pump backlight no longer functioned. The display also had black spots. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor. The operating currents are within specifications and passed self-test, a21 error test, rewind, basic occlusion test and displacement test. No black spots on the display noted and the backlight functioned properly. The insulin pump had cracked case at the display window corners, broken belt clip slot and minor scratches on the lcd window.